Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the bearings were broken. The bearings were replaced and a clean, lubrication, and adjustment was performed.